Manufacturer narrative:
Clinical conclusion: while a temporal relationship between pd therapy via the liberty select cycler and the patient¿s blood loss (unknown amount) which was observed in the patient¿s drain line; there is no documentation that indicates a liberty select cycler malfunction or product deficiency caused the event. Based on the available information the source of the patient¿s blood loss cannot be concluded. However, there is a possible association between the patient¿s recent surgery for repositioning of the pd catheter (not a fresenius product) and the patient¿s report of drain complication during pd therapy with observable blood in the patient¿s drain line. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a patient on peritoneal dialysis (pd) with the liberty select that he recently (date unknown) had surgery to replace his pd catheter (not a fresenius product) trouble shooting did not successfully resolve the issue and the patient cancelled pd treatment and was instructed to call his nurse. Additional information obtained through follow-up with the pd nurse revealed the patient was subsequently in the emergency room on (B)(6) 2018 due to reported blood loss 9 unknown amount) in the patient¿s drain line. The nurse was not able to identify the source of blood loss (unknown amount) and did not confirm the bleeding was related to the recent pd catheter (not a fresenius product) re-positioning. Additional information was solicited.